Event description:
Information was received indicating that at the end of therapy of parenteral nutrition solution using a smiths medical cadd set, it was noted that 700ml of solution was in the pocket and the patient only received 300ml of the prescribed 1000ml. The reporter indicated that per the nurse, the programming of the pump was correct. No adverse effects were reported.